Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization review of the DHR found a nonconformance related to the product, however the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2005. It was reported that during an ipg revision on (B)(6) 2010 for normal battery depletion, the doctor elected to replace two leads as well. After placement of both leads testing showed all contacts as invalid. The case was aborted and the two leads were removed at that time. Both leads are from the same lot and were returned to ans for evaluation. The patient has subsequently received her new scs system on (B)(6) 2010. No further information is available.